Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust belt, alarms, and can connection messages) was confirmed. There were broken wires between ECG 1 and 2. The root cause for the broken wires was unable to be identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing adjust belt, alarms, and can connection messages.